Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received at service center and evaluated. Per operational and diagnostic analysis confirmed reported issue (chamber would fill up on it's own) and an additional issue was found. Replaced worn fingers on pressure arm housing with tip replacement kit as identified in the investigation to address the reported issue, also replaced damage console cover. Therefore it is the root cause for reported failure. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Associated medwatch: 1221934-2018-54977.

Event description:
It was reported that during the procedure the fms vue pump; 284002 as set # (B)(4); when the unit was not in use the fill chamber would fill up on it's own. No patient impact, 15 minute delay.